Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should also be noted that per the mitraclip system instructions for use, indication for use section 1.0 states: ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation based on the available information, the reported off-label use was due to the device being used on a tricuspid valve. The reported device damaged by another device (caused damage) appears to have been a result of user technique/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4+. The clip delivery system (cds) (01112u250) was advanced to the tricuspid valve. Some difficulty grasping was noted but the clip was implanted on the septal anterior valve. Another cds (01112u274) was brought down to be implanted; however, there was contact between the 2 clips, causing a single leaflet device attachment from the anterior septal leaflet. The second cds was implanted closer to the first clip on the septal leaflet. There were no adverse patient effects and there was no treatment as the second clip was planned for this procedure. The procedure took a little extra time but there was no impact to the patient. A total of 2 clips were implanted, reducing tr to 1-2. No additional information was provided.